Event description:
Target lesion revascularization (CABG) was performed approximately 5 months post index procedure. Investigator indicated that the event was possibly related to the study device. Cardiac death was reported approximately 10 months post index procedure. Cause of death was cardiogenic shock. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (revascularization and death). (B)(4).

Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal circumflex and one endeavor sprint rx drug-eluting stent implanted to the left main. The patient suffered a mi same day as index procedure. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2012-00081, 9612164-2012-00082 and 9612164-2012-00083).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).